Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. They found one fan not working and when they checked the cable connector of the fan the wires got out from the connector and causing a short and the system rebooted. They fix the wires into the connector and added a zip tie fixing the issue. They turned off and on the system several times without any problems. Cranial and spine registration were completed with optic and magnetic mode. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a spinal fusion procedure. It was reported that after tool verification the system shut down 3 times. It stayed on the fourth attempt. There was no patient impact and less than an hour of delay.